Manufacturer narrative:
The customer reported occlusion in a mfs141 set, and returned one used set, unknown lot. The set was visually examined and no issues were observed. Then, the set was infused with water from a bd syringe, at all flow rates on the dial, and all of them showed occlusion. The complaint of flow issues was verified. The supplier of the flow rate dial was contacted about the failure. But they were unable to provide a root cause. The supplier will continue to monitor the issue for and trends. A device history record review could not be performed because the lot number is unknown.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard flow controller extension set with needleless y-site had flow issue. The following information was received by the initial reporter with the following verbatim: rn was able to prime tubing with IV fluid, once dial was turned to appropriate flow rate, all flow ceased. Unable to flush from above the dial, but able to flush below. Rn attempted to turn dial back to 'open' setting and was still not able to obtain any flow.